Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type: implantable neurostimulator. Product ID :3058 serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated that they want their two implantable neurostimulator¿s (ins) removed because they all always hurt, always come to the surface of the skin, they turn on the side, the wire disconnected, or there was always something. All implants always hurt and they all always come to the surface and protrude up to the skin. Patient stated that they bubble up, the more the patient would walk the more they could feel it come up, it hurt to sit in a car or lay in bed, and they could not put anything in their back pocket because they could feel it. Apparently the patient needed a double one because the left one was not strong enough. The second one was put in sometime in 2013 on the right. The hcp put mesh and put it deeper when they put the right in. The patient stated that beginning in 2009 they know it affected their bowels because they cannot go to the bathroom more than twice a week. The option of turning stimulation off or changing stimulation to help symptoms was discussed. The patient stated that when it turns too high their toes curl on the left one so they cannot make it any stronger and stated that it has always been like that beginning in 2009. The patient stated that their healthcare professional (hcp) retired and the patient was looking for a new hcp that takes their insurance. Limited troubleshooting discovered that both ins¿s were still turned on. The left side was on program 1 at 1.6 volts and the right side was on program 3 at 1.4 volts. It was reviewed that the patient has program change options and the patient stated that they have not done anything since the last time their saw their hcp in (B)(6) 2015 when they told their hcp that they wanted them removed but their hcp told them that they were fine and to leave them alone. The patient stated that once they found a new hcp they would follow up with them. Additional information was received from a patient on (B)(6) 2017. The patient stated that they told their hcp that they wanted them removed in (B)(6) 2015 but their hcp said to leave them alone and then they retired a few months later. The patient stated that their insurance found a new hcp for the patient and they would see them on (B)(6) 2017.